Manufacturer narrative:
Sample from the patient was submitted for investigation and an interfering factor was found. This interference is document in product labeling for the assay. The incidence rate of the identified interfering factor is monitored on a quarterly basis.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable thyroid results for one patient who had a kidney transplant. Multiple samples from the patient were tested on the customer's cobas 6000 e 601 module, another cobas 6000 e 601 module, a siemens vista analyzer, and an abbot architect analyzer. The results were reported outside of the laboratory. There was no allegation of an adverse event. The serial numbers of the cobas 6000 e 601 modules were requested but were not provided. The medwatchs involved with this event include those with (B)(6).